Event description:
In 11/2002 the end-user called medtronic minimed, USA and stated that the tubing was torn at the luer lock. On 11/22/2002 maersk medical a/s received the complaint and 1 used tubing.